Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Patient was advised to reset device. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. Functional testing was performed and a fault related to the customer complaint was confirmed. This complaint was deemed reportable upon completion of device evaluation on 10/29/2014. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.